Manufacturer narrative:
Analysis of the [recharger], model [97755 ], s/n (B)(6), revealed. Analysis found"poor recharge quality message."and "no were visually anomalies observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for about the past 5 days, they had been unable to charge their implanted neurostimulator at all. Patient said the controller would charge, but not the stimulator and kept coming up with a message saying to call medtronic with 'rm30'. Patient stated they got the implant to charge once, but the percentage did not increment. Patient had already tried resetting the controller, but the message was still coming up. Patient also said this morning they noticed the recharger paddle was getting really hot. Patient did not notice any damages on the cord. The issue was not resolved through troubleshooting. A replacement recharger telemetry module (rtm) was sent out. Patient commented how they were down to 40% and can barely walk without stimulation.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.